Event description:
Initially reported a 116 error occurred at the time of connection. The cable was replaced and the pentaray nav sh was replaced. The procedure was completed without patient consequence. Additional information was received on 01-aug-2025. Patient impact. Blood pressure decreased. There was no cardiac tamponade or similar issues. The procedure was performed with a farapulse. No extended hospitalization. The physician¿s opinion on the relationship between the event and the product was that there was no relationship with the product. No abnormalities observed prior to use of the product nor during use of the product. After the procedure, it was confirmed that the patient¿s blood pressure decreased. Cardiac tamponade was not confirmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".